Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated the cause of the reset was a parity error. Bench testing noted an inability to exit backup vvi mode and an inability to download product code. The cause of these anomalies could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while in the box, the device could not be interrogated and was found to be in back-up vvi. Device was not implanted.